Event description:
It was reported that the patient died. The relatedness of the death to the device system was reported as "unknown". The cause of death has been requested and not received.

Event description:
It was reported that the patient died. The relatedness of the death to the device system was reported as "unknown". The cause of death has been requested and not received. Follow up with the clinic reported patient had bad fall and was hospitalized for 4 days the month prior to death for fractured right ribs and hemothorax. Patient acquired mrsa in the hospital and was treated with antibiotics. Discharged to a nursing home. Patient was last seen 9 months prior to death for study enrollment and there were no known problems with the device system at that time.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.